Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 3 months due to prosthetic aortic valve endocarditis. Per the op report, on initial evaluation, there were dense adhesions noted through the entire chest cavity, which added an additional 2-1/2 hours of dissection. The aortic valve appeared to have some purulent material in the region of the left and noncoronary cusp. The was some debris noted at the base of the aortic valve but no other abnormalities were identified. The device was replaced with another edwards bioprosthetic valve. No operative complications reported.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Of note, this patient also had explant of an edwards mitral valve during the same procedure. Please reference the MDR submitted for device serial (B)(4).